Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a patient developed an infection and was currently being treated with antibiotics for approximately two weeks. Additional information received from the patient's pd nurse indicated the patient was diagnosed with peritonitis on (B)(6) 2016. The patient was admitted to the hospital on (B)(6) 2016 and was discharged on either (B)(6) 2016. The patient was treating the peritonitis with the antibiotic fortaz. The patient's medical records have been requested but have not yet been made available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification the system level review of the liberty cycler¿s concomitant products found no indication that the products caused or contributed in any way to the clinical event.